Event description:
A secretary reported there was no vacuum during the irrigation and aspiration portion of a procedure and the unit did shut down on its own. There was no pt harm reported. The facility was unwilling to provide any add'l info, as they were too busy to discuss the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).